Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was at work sitting and not doing anything when he felt lightheaded and he noticed low cgm readings (not specified). They called the ambulance. The paramedics took the measurements but the patient couldn¿t confirm the bg and cgm value. When that patient arrived at the hospital, they took a bg reading which was 206 mg/dl while cgm was 49 mg/dl, and they performed a blood work. The patient was treated with insulin IV. The patient was discharged same day and stayed at the hospital for about 3 to 4 hours. They took a bg reading before the patient was discharged which was 120 mg/dl to 130 mg/dl, unable to confirm the cgm value. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.